Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 35 mg/dl and the customer went to the emergency room (ER). The customer was treated with glucagon and a computerized tomography scan. After 3.5 hours, the customer left the ER with a bg of 110 mg/dl. The customer was weak, but felt better. The customer thought the low bg was due to getting use to using the pump for insulin therapy and that his body was "still trying to work well with the pump".